Manufacturer narrative:
Reporter returned one toothbrush head on 07-nov-2016. Product investigation is pending.

Event description:
Oral-b flexisoft broke / when brushing, the head spontaneously broke off / faulty brush [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via letter on 07-nov-2016 that when he/she was brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead spontaneously broke off on (B)(6) 2016. The consumer asserted that he/she had been brushing with oral-b brush heads already for "a 100 years" with great satisfaction, and was quite surprised that apparently the head could break off. No symptoms developed.